Event description:
It was reported that the patient presented in clinic complaining of dizziness, with greater than 2500 ohms impedance in the bipolar configuration. The patient's impedance was generally in the 500 ohm range. The unipolar sensing remained consistent, while bipolar capture threshold had roughly doubled to 5.0 v. As the patient was elderly and refused any further operations, the lead was programmed to the unipolar configuration.

Manufacturer narrative:
No medwatch form was received.